Event description:
On (B)(6) 2025, a customer reported that the bioli iol delivery system, model bioli-a1, was used to implant the customer's ic-8 intraocular lens into patient's right eye on (B)(6) 2025. The iol optic was found to be "not clear" and "central posterior streaks" were observed by the surgeon upon slit lamp examination on the original date of surgery. The patient reported seeing "purple colors with total blurred vision" onset 1-day post-op on (B)(6) 2025. Secondary surgical intervention was performed on (B)(6) 2025 to exchange the lens and the patient outcome was reported as good. The surgeon thinks the likely cause of the damage was possible defect of delivery device. No additional supporting information has been received.

Manufacturer narrative:
DHR for device involved was reviewed and no abnormalities were found; the inspection results were found to be qualified. The device involved in the claim was not returned. Testing was conducted using a rentention sample taken from the same lot referenced in the claim. A lens was loaded into the retention sample and delivery was successful. No phenomena similar to the feedback received from the customer was observed during testing. Root cause could not be determined.